Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation the trunk cable, the cable connecting the distribution node (dn) to the rear therapy electrodes, the cable connecting ECG "a" to the front therapy electrode, and the cable connecting ECG "c" and "d" were pulled from the strain relief, damaging wires within the cables. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.